Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and subsequently expired on the same day, as a result of exposure to the product administered during dialysis treatment.

Manufacturer narrative:
Patient code was used for the cardiac event as there is no other code that best describes such event. This is 1 event for the same patient involving 2 separate products.